Event description:
It was reported that the device shut off during procedure causing loss of visualization. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: all the devices switched on after installation, but during operation all devices switch off itself. Probable root cause: - damaged light cable - damaged scope - damaged coupler - damaged leds - main board malfunction - loose / misaligned jaw assembly - light engine/ light pipe malfunction or damaged - bent esst contact - inconsistent esst contact - front board malfunction - touch panel malfunction - power supply malfunction - thermal switch malfunction - ac inlet board malfunction - inadequate air flow - poor workmanship - inadequate calibration - use errors. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device shut off during procedure causing loss of visualization. The procedure was completed successfully.